Event description:
On 10/01/1998 following a coronary angiogram, an angio-seal device was deployed in a pt's right leg. According to the user facility report provided to the MFR, the pt experienced pain in her procedure leg immediately after she was discharged from the hosp. The pt returned to the hosp on 10/07/1998 where she underwent an angiogram with runoff. On 10/08/1998 the pt was taken to surgery where the device was found to have been deployed within the lumen of the common femoral artery. The device was removed, the vessel was repaired, and the pt recovered without further complication. As of 12/31/1998 there has been no further report to the MFR of additional complication or pt sequelae.